Event description:
(B)(4). Event occurred in the united states. The patient had difficulty with her infusion sets and her blood glucose level was 500 mg/dl at the time of event. Sometimes she had kinks or bends in her cannulas indicating she was not receiving insulin, leading to high blood glucose level. The patient had orange juice and took an extra shot of insulin as corrective treatment. This issue occurred with 2-3 infusion sets. She was hospitalized due to elevated blood glucose level. She received fluids and extra shots of insulin as corrective treatment which resolved the issue. The infusion set was in use for 1-2 days. The patient did not notice any damage when the package was first opened. The patient was hospitalized for more than two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.